Event description:
The customer reported via phone call that the customer received the motor error alarm and button error alarm on the insulin pump. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarms. While troubleshooting, the customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. All of the buttons functioned properly and no damage tot he keypad assembly, unlocked keypad connector or button error alarm was noted. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.